Manufacturer narrative:
The insulin pump passed the displacement, prime and excessive no delivery alarm tests. No excessive no delivery alarm or motor noise anomaly noted during testing. The insulin pump was received with scratched on display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 470 mg/dl at the time of incident. The customer's blood glucose was 280 mg/dl at the time of call. The customer stated that they treated the high blood glucose. The customer stated that the insulin did exit during fixed prime. The customer stated that the no delivery alarm was resolved. The customer stated that were no air bubbles in the tubing and the cannula was not bent. The insulin pump will be returned for analysis.